Manufacturer narrative:
(B)(6). (B)(4). A polaris loop stent was retuned for analysis. A visual evaluation of the returned device revealed that the stent shaft was detached. The suture string was not returned for analysis. Based on product analysis, the failure found (stent detached) is an issue that could have been generated by the user or due to the interacting of the device with the suture string or other devices used in the same procedure. Therefore, "adverse event related to procedure" is selected as the most probable root cause for the complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a polaris loop stent was used during ureterolithotomy procedure in the kidney, performed on (B)(6) 2019. According to the complainant, during unpacking, it was noticed that the suter of the stent was fractured. The procedure was successfully completed with a use of another polaris loop stent. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable. Investigation results revealed the stent shaft was broken, therefore this event has been deemed an MDR reportable event.